Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that the infection at the insertion site reported as part of MFR# 3009862700-2026-02073 may have impacted the system's performance. The user was advised to resume use of the system once the insertion site had completely healed and call back if the issue persists for further troubleshooting. The user agreed with this assessment.